Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019, that the cause of the implantable neurostimulator (ins) taking longer to charge, the difficulty charging, and the error messages weren't determined. The patient tried repeatedly to charge, it always said to place disk in area over implant. The patient noted that the difficulty charging has been resolved due to the new disk. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient couldn¿t charge their ins. It was reported that the controller was stuck on the ¿looking for device¿ screen. The patient reported that they were seeing a continuous cycle of ¿no device found,¿ ¿battery low ¿ recharge your implanted device soon,¿ and ¿poor recharge quality¿ screens. The patient reported that they had last charged their ins to full 5 days ago and they could still feel the tingling/stimulation. The patient stated that it was getting really hard to charge the ins, and the recharge process has been getting longer and longer. The patient reported that the ins goes from 100% charge to 90% charge in an hour. The patient was able to successfully connect to the ins using the controller with the recharger detached. When the patient unplugged the recharger, a ¿recharging interrupted¿ screen was displayed. No symptoms or complications were reported.